Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one device was returned for evaluation. The device was examined and a kink was noted, however this was determined to be incidental as no deformation was reported by the user. An in house presto device was used to inflate the device to nominal pressure and a pinhole rupture was noted to the balloon near the distal tip. Therefore, the investigation is confirmed for the reported balloon rupture, as the device was noted to have a pinhole rupture during evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2023).

Event description:
It was reported that during a procedure, the balloon was allegedly ruptured. There was no reported patient injury.